Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. As no samples were returned, a product evaluation could not be completed. The reported issue may have been caused by an issue during the silicone application process. However, as no samples were returned, a relationship between the event and the device cannot be confirmed. We have not been able to identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a customer called to complaint about a product quality. She stated that the iv3000 was not peeling away from the backing paper. No patient was injured but this was not normal.